Event description:
On (B)(6) 2010 the patient reported the up and down buttons on her insulin infusion device are responding intermittently. She said she has noticed this when trying to bolus over the past year. She said the buttons would eventually respond after several presses of the buttons. The buttons pop up when pressed. She stated her device has been dropped but has not had any noticeable damage. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.